Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that patient experienced high blood glucose correction injection pump and manual injection, also patient reported pump placed or worn 14 inches (35.5 cm) above the location of the infusion set on (B)(6) 2026.